Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge on the first two attempts and successfully shocked the patient on the third attempt. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.